Event description:
The clinician reports the implant was inserted (B)(6) 2014 in ada 3. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with fair oral hygiene. No product was returned to the manufacturer. At the event the patient experienced: pain and bleeding. No further patient complications were reported.